Event description:
An endeavor sprint over the wire (otw) drug eluting stent was implanted in the mid lcx during the index procedure. It is reported that approximately 3 months post index procedure the patient suffered a spontaneous gastrointestinal (gi) bleed. The patient was admitted with gi bleed and anemia. It is reported that event lead to a hemodynamic compromise. The patient received 5 units of prbc's and 2 units of plasma. Investigator has indicated that event was not related to study stent or procedures. Patient was taking aspirin and clopidogrel 24 hours prior to the event.

Manufacturer narrative:
(B)(4).